Manufacturer narrative:
H.6. Investigation: samples of lot 2004351 were provided to our quality team for investigation. Through visual inspection, no foreign particles were observed within the product, therefore we could not verify the reported incident. A device history review was performed for the reported lot 2004351, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. The assembly station has a de-ionizer used to remove any polypropylene particles inside the barrel. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the sample evaluation and our quality team's investigation, we are not able to identify a root cause at this time. H3 other text : see h.10.

Event description:
It was reported that syringe non sterile 50ml ll had foreign matter. The following information was provided by the initial reporter: the reporter received defect syringes and it turned out it is about more occurrences and defects. So new complaint has been opened for: 1 syringe with foreign matter.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe non sterile 50ml ll had foreign matter. The following information was provided by the initial reporter: the reporter received defect syringes and it turned out it is about more occurrences and defects. So new complaint has been opened for: 1 syringe with foreign matter.